Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing separated from luer was confirmed. The body of the male luer lock adaptor broke and separated, with one end still attached to the set's tubing. The cause of this separation could not be identified. The lot number was not identified, however, based on the male luer part number the manufacturing database was reviewed for a year period (one year prior to the notification date). No quality issues were noted during production build of this set model# for the failure mode reported.

Event description:
Customer reported tubing was separated from the luer. No patient harm was reported. Although requested, no additional information was available.